Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used, two to treat the lad and one to treat the lcma. Approximately 2 months post procedure patient suffered nstemi. The event was treated with medication. Patient recovered. Investigator and sponsor assessed the event as not related to the anti-platelet medication or device.

Manufacturer narrative:
Cec commented the patient suffered a type 2 mi due to gi bleed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non-q-wave mi (vessel unknown), mdt extended historical spontaneous. Cec also adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.